Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed off no power. The customer's blood glucose was unknown. The customer confirmed that they were using bran new energizer aa batteries. The customer did not receive a low battery alarm according to the alarm history of the insulin pump. The customer stated that they did not bump or drop the insulin pump. The customer was advised that the battery cap would be replaced. The customer did not return the product for analysis.